Manufacturer narrative:
(B)(4). Device evaluated by MFR.: the device was not returned for analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
It was reported that the catheter broke. An angiojet® solent¿ omni catheter was selected for a thrombectomy procedure. During the procedure, the catheter broke on the first run. A second catheter was used to complete the procedure.